Event description:
It was reported that this implantable pacemaker device is suspected to be depleting prematurely. Boston scientific technical services (ts) discussed that persistent atrial fibrillation (af) can have an increase current draw on the battery. Also, ts confirmed that current appears to be stabilized. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable pacemaker device is suspected to be depleting prematurely. Boston scientific technical services (ts) discussed that persistent atrial fibrillation (af) can have an increase current draw on the battery. Also, ts confirmed that current appears to be stabilized. This pacemaker remains in service. No adverse patient effects were reported.